Event description:
Related manufacturing reference number: 2017865-2022-02911. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator and left ventricular lead exhibited loss of capture and phrenic nerve stimulation. Programming changes were made. The patient was in stable condition.

Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator and left ventricular lead exhibited loss of capture and phrenic nerve stimulation. Programming changes were made. The patient was in stable condition.